Event description:
It was reported that the footprint broke during an acl primary repair. The bone was punched with the awl and the first implant broke at the eyelet after being malleted in around 25% of the way it. After that implant broke the surgeon decided to tap the hole and then proceeded with another footprint which finally made it all the way in, however, when he pulled the inserter out the metal screwdriver mechanism broke off and was left behind in the implant. The surgeon used a grasper and removed the metal piece which broke off. The implant was left in with satisfactory fixation.

Manufacturer narrative:
Patient age added patient sex added event description updated. Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Event description:
It was reported that the footprint broke during an acl primary repair. The bone was punched with the awl and the first implant broke at the eyelet after being malleted in around 25% of the way it. After that implant broke the surgeon decided to tap the hole and then proceeded with another footprint which finally made it all the way in; however, when he pulled the inserter out the metal screwdriver mechanism broke off and was left behind in the implant. The surgeon used a grasper and removed the metal piece which broke off. The implant was left in with satisfactory fixation. It is unknown whether there was extended surgical time in the procedure. No patient injuries have been stated.